Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with three sensors since friday, (B)(6) 2017. She experienced a change sensor and sensor signal not found alert. Her blood glucose was 412 mg/dl. The insulin pump will not be returning for analysis.